Event description:
Additional information received identified the patient underwent surgical intervention (B)(6) 2018 wherein the ipg was repositioned. Effective therapy was achieved post operatively.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ipg migration in the pocket. External devices are communicating with the ipg. Surgical intervention may be taken later to address the issue.